Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. Update: 5/21/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Doi: (B)(6) 2006 - dor: none reported (left hip). Update ad 30 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf with sticker sheets and medical records. Ppf alleges elevated metal ions. After review of medical records, it provided only the implant record. The event description has been updated to indicate the allegations as reviewed. Updated product details and the date of revision. Doi: (B)(6) 2006 - dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.